Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? No information. Did any pieces fall into the patient? No. Will all pieces be returned with the device? No information. The analysis results found that a sr55 reload was received unfired with both gripping surfaces broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown surgery, a part of the cartridge broke off. Another device was used to complete the case. There were no adverse consequences to the patient.